Event description:
Consumer stated the bristles come out when you brush your teeth. Consumer threw away the toothbrush so did his wife. Consumer thinks it was a two pack. "As I brushed I felt something in my mouth, I was able to pick it out and it was a bristle. After a couple brushes it did it again, at that point I didn't think it was a one off and quit using the brush. My wife experienced the same situation and she did the same." Consumer threw out toothbrushes.